Event description:
It was reported that during a catheter placement procedure, when the puncture needle was accessed vessel and the guidewire was attempted to be inserted into the puncture needle, the guidewire could not be advanced. There was no reported patient injury. 01/23/2023: the returned sample exhibited transparent material within the needle cannula.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing a guidewire through an introducer needle is confirmed; however, the exact cause is unknown. One 21 g safecan introducer needle and one 0.018 in. Nitinol guidewire in a plastic hoop were returned for evaluation. An initial visual observation showed use residue on the returned samples. An attempt was made to pass the returned guidewire through the returned needle; however, the guidewire met resistance just proximal to the distal tip of the needle. A whitish, transparent material was found within the needle cannula as the guidewire was progressed further through the needle. This material was found to be hard, but somewhat malleable. A microscopic observation revealed no damage on the guidewire or needle tip and no deformation or defect was found within the needle cannula or hub. While the whitish, transparent material found within the returned introducer needle likely caused the reported difficulty in passing the guidewire through the needle, the identity and origin of this material is unknown. A batch history review (bhr) of refv2001 showed no other similar product complaint(s) from this lot number.